Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator. It was reported that the patient had decreased coverage on her right side, and a pulling sensation when bending her head forward. The patient did not report any falls or heavy lifting. The stimulator was reprogrammed for coverage on the right side which was obtained. Impedance was checked, and contact #15 was greater than 10,000 ohms, but was not being used for programming. The physician was notified and examined the patient, referring her back to another physician for evaluation. The issue was not resolved as of (B)(6) 2017. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The patient was alive with no injury. The issue occurred during normal use.